Event description:
The customer reported to customer svc that the power supply for her breast pump has exposed wires and sparked, but no injuries were sustained as a result of the issue.

Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer, she confirmed that she witnessed sparking from exposed wires along the cord, but there was no fire, smoking, melting and no breach in the transformer housing. She also indicated that no injuries were sustained as a result of the issue. Refer to eval summary, for details of the analysis/eval performed on the power supply. In summary, breaches in the insulation on the dc output cord were present, exposing wires which caused a short and resulted in sparking. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going. Eval summary: a visual examination of the power supply revealed no deformations or breaches of the transformer housing a visual examination of the cord revealed twisting from end to end and exposed wires at the strain relief. The power supply was plugged in and the voltage across the dc plug was measured at 12.6 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as open, which indicates that there is not a short in the dc cord. Smoke, fire, and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 59.3 ohms, which is normal and indicates that the thermal fuse did not blow.